Event description:
It was reported that the customer was hospitalized twice for low blood glucose. The blood glucose reading was 258mg/dl. Verified settings in the insulin pump and they were correct. Also the amount of insulin left in the reservoir matched with the status of the screen. The customer mentioned that the device was exposed to a cat scan during her hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.